Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 3.5; (B)(6) 2014, lab: 8.17. Time between testing: 22 1/2 hours. Therapeutic range: 2-3. Pt self tester had cut her foot on friday (B)(6) 2014; wound with continuous bleeding through to (B)(6) 2014 despite sutures; on (B)(6) 2014 wound cauterized. Pt has not been admitted to the hospital.